Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that after several charging attempts, the patients ipg would not charge. The patient underwent a replacement procedure and was doing well postoperatively. The explanted ipg was discarded.